Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Stiffness of the knees [joint stiffness]. Difficult walking/impossibility of moving (walking) [gait disturbance]. Pain [arthralgia]. Fever [pyrexia]. Case description: a spontaneous report was received on (B)(6) 2011 from the hcp of a 49 year old female patient with a history of osteoarthritis, initials l-s, who experienced knee stiffness, pain (knees), difficulty walking, and fever after receiving synvisc-one. On (B)(6) 2011, the hcp reported the following: the patient received synvisc-one (not known if one knee or both) on (B)(6) 2011. Since the product was administered, the patient started to feel stiffness in the knees, pain (knees), difficulty in walking, and had fever. In the opinion of the hcp, these adverse events were "mild" in intensity and were "possibly" related to the use of synvisc-one in the patient. Also, at the time of this report, the outcome of the patient was "not yet recovered". On (B)(6) 2010, additional information was received in the form of qa results without a lot number. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. On (B)(6) 2011, additional information was received from the patient's hcp. The hcp stated that synvisc-one was administered in a hospital procedure in which the patient is hospitalized for 72 hours after administration. However, in this case, the hospitalization of the patient was prolonged by two days due to stiffness of the joint leading to impossibility in moving (walking). Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.